Event description:
Hosp contact reported that the ceramic tip of the vapr side effect electrode broke off during use in a shoulder arthroscopy. The ceramic tip was located and removed from the site without impact to the pt. Event resulted in only a short delay to the case. If this was to recur and the fragment not retrieved, it is possible that pt injury could potentially occur.